Event description:
It was reported that scarring was left on the pt's amrs as a result of the dressing. In 2004 the pt complained of an itchy rash on the arms at the site of analgesic patch. These appeared to have been located on both upper arms. The pt stated at that time that these were from the analgesic patch, was treated with cloderm and advised to use a hypoallergenic bandage. The nature and characteristics of these lesions is not further discernable.